Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that during treatment, a visible blood leak occurred and was noticed immediately; the machine did not alarm. The leak was confirmed by test strips. Blood flow rate was 400 mls/minute. Estimated blood loss was 250 mls. There was no patient adverse effect and no medical intervention was required. Sample not available.